Event description:
As reported by an edwards field clinical specialist, resistance was encountered during the advancement of a 23mm sapien 3 ultra valve and delivery system through a 14fr esheath plus. The devices were removed and a new valve, delivery system and 16fr esheath plus were prepared. Some resistance was reported during the advancement of the new valve through the 16fr sheath, but the valve was able to be positioned and deployed with good results. Following the removal of the sheath, the patient's blood pressure dropped. A vascular surgeon placed covered stents in an attempted to repair the damaged vessel. Surgical repair of the torn vessel was then attempted. However, the blood pressure never came back up and the patient expired during the procedure. It could not be confirmed if the vascular damage was caused by the 14fr sheath or the 16fr sheath.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-09977.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The 14f esheath+ was not returned to edwards lifesciences for evaluation as it was discarded. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A 3mensio imaging was provided and reviewed. The patient's access vessel is tortuous, and calcification is present in the abdominal aorta. A device history record (drh) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history review was performed and revealed no other similar reported events relating to the event. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath+ resulting in a high push force) is captured in product risk assessment. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance between system components with difficulty advancing through sheath was unable to be confirmed without the returned device or procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported 'prepped a new valve, while inserting they met some resistance but were able to advance and the valve deployed and looked great.' The returned 3mensio shows evidence of tortuosity and calcification; however, the calcification is located further in the anatomy where the valve may not have reached. Per IFU/training manual 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.' Tortuosity can create sub-optimal angles that can lead to non-coaxial advancement of the delivery system, increasing friction/resistance between the delivery system, crimped valve, and sheath. In this case, available information suggests that patient factors (tortuosity) may have contributed to the reported event. However, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action is required at this time. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with high push force of the commander delivery system with s3u through the esheath+. In this case, a vascular dissection occurred and was possibly due to procedural factors (device manipulation) and/or patient factors calcification of the access vessel and/or tortuosity that may have contributed to the complaint event.